Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: we have had a few reports of IV tubing falling out of medication bags after they¿ve been spiked and hung, leading to loss of medication and delaying delivery.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-mar-2022. Potential lot numbers for the sets: d4: medical device lot #: 21119546. D4: medical device expiration date: 18-nov-2024. H4: device manufacture date: 18-nov-2021. D4: medical device lot #: 21119547 . D4: medical device expiration date: 18-nov-2024. H4: device manufacture date: 18-nov-2021. D4: medical device lot #: 21119556. D4: medical device expiration date: 24-nov-2024. H4: device manufacture date: 24-nov-2021. D4: medical device lot #: 21119558 . D4: medical device expiration date: 24-nov-2024. H4: device manufacture date: 24-nov-2021. D4: medical device lot #: 21119606 . D4: medical device expiration date: 29-nov-2024. H4: device manufacture date: 29-nov-2021. D4: medical device lot #: 21119607. D4: medical device expiration date: 29-nov-2024. H4: device manufacture date: 29-nov-2021. D4: medical device lot #: 21129007. D4: medical device expiration date: 03-dec-2024. H4: device manufacture date: 03-dec-2021. D4: medical device lot #: 21129008. D4: medical device expiration date: 04-dec-2024. H4: device manufacture date: 04-dec-2021. H6: investigation summary: the customer reported the spikes are falling out of the bags, returned three 2426-0007 sets through our reps. The samples were tested with 2- fentanyl 2500mcg/250ml douglas medical IV bags, 1- norepinephrine 8mg/250ml nephron IV bag, 1-500 ml lactated ringer's (bd), and 1-1000 ml lactated ringer's (bd) IV bags. The sets were primed for 30 minutes with lactated ringers injection bags made by bd. Even with jostling of the bag and the testing time, there were no issues found with the bags falling out. The spike diameter was measured under a calibrated (dchu-0002) keyence microscope, and they dimensionally complied to the iso 8536-4. The spike diameter was measured .4 inches from the bottom of the filet hole in the top of the spike. A supplier quality engineer who works with the spike also verified that the drawing of the spike is compliant with iso 8536-4. The complaint of spike disconnection was verified by the bd reps, but the root cause could not be traced to any issue with the bd spikes. Customer reported the lot number as unknown. One label was returned, and also smart site ids were run to find potential lot numbers for the sets. A device history record review for model 2426-0007 lot number 21119546 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18-nov-2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21119547 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18-nov-2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21119556 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24-nov-2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21119558 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24-nov-2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21119606 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29-nov-2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21119607 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29-nov-2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21129007 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03-dec-2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21129008 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04-dec-2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: we have had a few reports of IV tubing falling out of medication bags after they¿ve been spiked and hung, leading to loss of medication and delaying delivery.